Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarmed emergency backup battery (ebb) fault. Replacement of the backup battery did not resolve the issue. Therefore, the controller was replaced resolving the ebb fault.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy manufacturer's investigation conclusion: the reported event of backup battery fault alarm was not able to be confirmed. No log files were submitted for analysis. The information provided indicated the controller, serial number (B)(6), had the backup battery replaced for backup battery fault alarms. That did not resolve the alarm. The system controller was then exchanged resolving the alarm. The system controller would not be returned and was disposed of. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use, section 5 entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 entitled ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.